Event description:
It was reported "during removal of sheath, the sheath became difficult to removal, sheath become disconnected at hub and un-ribbon". The patient had no harm or injury.

Manufacturer narrative:
(B)(4). The customer returned one sheath extension assembly for analysis. The dilator was not returned. Signs of use were observed. Visual inspection revealed that the sheath body was partially separated from the hemostasis valve directly adjacent to the juncture hub. The coiled portion of the sheath body remained attached to the juncture hub. Microscopic evaluation of the separation points on the sheath and hemostasis hub revealed the sheath extrusion separation appeared jagged and stretched. After dimensional analysis was completed, the hemostasis hub was cross sectioned to view the internal connection point. The outer diameter of the sheath body measured 0.1110", which is within the specification limits of 0.111" - 0.115" per the sheath/dilator assembly drawing. The inner diameter for the sheath tip measured 0.0865", which is within the specification limits of 0.085"-0.087" per the sheath/dilator assembly drawing. Functional inspection could not be performed due to the separation of the returned device. Manufacturing was contacted and indicated that based on the cross-sectional images of the hemostasis hub, this issue could be related to the extrusion/wrapping process or the molding process. A device history record review was performed and no relevant findings were identified. The instructions for use (IFU) provided with this kit informs the user , "do not apply excessive force in removing guidewire or sheath/dilator. If withdrawal cannot be easily accomplished, determine cause using fluoroscopic guidance and request further consultation, if necessary." The customer report of a sheath body separation was confirmed through investigation of the returned sample. Visual analysis revealed that the sheath body had become partially separated from the hemostasis hub. Microscopic examination revealed that sheath extrusion appeared stretched at the separation points. The hemostasis hub was cross sectioned to view the internal connection point. The components passed all relevant dimensional requirements. Manufacturing was contacted as part of this complaint investigation. Based on review of the cross sectioned images, they indicated that root cause may be manufacturing related. A non-conformance has been initiated to further investigate this issue. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4)

Event description:
It was reported "during removal of sheath, the sheath became difficult to removal, sheath become disconnected at hub and un-ribbon". The patient had no harm or injury.